Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Mfg date: 2017-12-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Mfg date: 2017-12-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Mfg date: 2017-12-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Mfg date: 2017-12-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Mfg date: 2017-12-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2019-01-31. UDI #: (B)(4). Mfg date: 2018-01-04. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing multiple power switching events. The patient also experienced critical battery alarms. The site further noted that the charge on the batteries was greater than twenty-five percent when the switching events occurred. A manufacturer representative performed servicing on their devices and three of the batteries remain in use while the rest have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model no.# and catalog no.# for (B)(4): 1650. Product event summary: the controller was returned for evaluation. The six batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or "beep." Analysis of the alarm log file revealed two critical battery alarms logged on (B)(6) 2018, after the controller had been exchanged, which likely occurred during the troubleshooting process, at which point a battery with a relative state of charge below 10% was connected to the controller. As a result, the reported premature power switching event, beeping, and critical battery alarm events were confirmed. A power source lubrication procedure was performed on the power sources on (B)(6) 2018 to mitigate the reported conditions and the devices remained in use. The most likely root cause of the reported ¿not charging¿ event can be attributed to improper assembly. The most likely root cause of the reported power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to the use of a depleted battery during troubleshooting following the controller exchange. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Continuation of d11: ddmb1d4 ICD; 5076-52 lead; (B)(4) lead implanted (B)(6) 2018 other devices involved in this event: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller and batteries exhibited beeping. In addition, the patient felt that the controller was not recognizing power sources.

Manufacturer narrative:
Product event summary: the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. The inability of the controller to recognize power sources event could not be confirmed; however, momentary disconnections between the controller and batteries could be perceived by the user as batteries not being recognized on the controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.